Event description:
Discordant, falsely elevated glucose (glu) results and a calcium (ca) result were obtained on multiple patient samples on an advia 2400 instrument. The discordant glucose results were reported to the physician(s). The discordant ca result was not reported to the physician(s). The samples were repeated, resulting as expected. It is unknown on what instrument the samples were repeated on. The corrected glu results were reported to the physician(s). It is unknown if the repeat ca result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated glu results and ca result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered the dilution discharge pump (dop) was corroded. The cse replaced the dop and seals on the dilution aspiration pump and sampling pump. The cse also aligned reagent probe 1 and cleaned the sample-dilution probe. Precision and quality controls were run, all resulting within range. The cause of the falsely elevated glu results and ca result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.